Event description:
Th is lead was removed and replaced because it became dislodged due to twiddler's syndrome. The hospital retained the device. Should additional information become available, this file will be updated.